Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced an insulin occlusion while using an infusion set and delivery resumed only after a full supply change, with the device alerting to high glucose. Symptoms included none. Outcomes included transient hyperglycemia that did not require outside assistance or medical intervention, and glucose decreased to 280 after the supply change. Investigation included troubleshooting and user education performed by support, confirming resolution after replacement of the cartridge, connector, and infusion set. Investigation of this case revealed an insulin flow obstruction consistent with an occlusion associated with the infusion set and related delivery components, with no device malfunction observed after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was an occlusion related to the infusion set pathway.